Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  their controller was saying "no device found" today when they had the recharger antenna connected to the controller and when they did not have the recharger antenna connected to the controller. Pss had pt reset the controller. Pt saw no visible damage to the controller or battery pack. Pt saw no visible damage to the recharger antenna. Pt said they tried resetting the controller before and that didn't resolve the issue. Pt started a charging session with their implant and saw "no device found try again or recharge"; pt chose recharge and was brought through passive recharge mode (prm). Pt saw all 100s and held the recharger antenna paddle away from their device and saw 70s. Pt then placed the recharger antenna paddle over their implant and saw 99. Pt was brought back to the "no device found try again or recharge" screen after this. Pt did say that they were able to successfully charge their implant yesterday. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. Pt will call ps back if the issue persists after using recharger antenna replacement. No symptoms were reported. The reason for call was pt was seeing the no device found screen when trying to charge their ins. Pt said their ins was depleted since it had quick working while they were asleep last night and could not connect to charge today. Pt confirmed that they had been able to recharge after receiving their rtm replacement. Patient services (pss) walked pt through passive recharge mode (prm) and pt had middle number started at 93 and moved to be 99. Pt was able to connect and started recharging with excellent charging quality (controller 100%, ins in the red). Pss reviewed to allow ins to fully recharge; pt confirmed they understood. The troubleshooting steps that were taken on the call resolved the issue. Pt said they don't currently have a managing hcp and they follow up through the va. The patient (pt) called back and said they had done passive recharge mode for up to an hour and they would be able to get the ins to start recharging for a couple of minutes and then it stops recharging. Pt said the controller was at 100%, ins at 40%. A replacement controller was sent out. Thepatient called back the following day and stated he sees no device found and nothing else. They were redirected to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). The rep met patient (pt) today at dr office. Rep reports the "up" button is not working on the new pt controller. Rep reports they are unable to do tel-m communication with pt controller or tablet. Technical services (ts) had rep do the disable/re-enable procedure twice and the tel-m started working but the tel-m only works if they keep the pt controller 4-5" away, any farther and it will not find the device. Pt said it previously would work fine farther away. We tested with 2 different 97745s and had the same issue. We also tried aa batteries and had the same issue. Tel-m only works if 97745 is no more than 4-5" away. The rep then talked with pt on march 8 and pt says he was no longer able to use his controller to communicate with the ins again. The ins is in a flank area around waistline, no changes at pocket area and no falls or trauma. Ins is well positioned and not deep. The rep says pt is heavier person. Discussed pt wearing suspenders with metal but they moved those out of the area and this didn't resolve the issue. The rep is hoping to meet with pt early next week. Pt is starting to ask about getting ins replaced. The rep intends to call ts directly when he's with pt and may try another disable/enable command to see if that helps. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller reports patient has been having issue with distance telemetry on his controller and recharger. Caller reports patient has turned their stimulator off at 50% caller reports they will bring all brand new external equipment to the appointment. Caller reports they have a brand new, out of their trunk stock a new controller, recharger and battery back. Caller reports they are able to communicate with patient's ins when the communicator is on patient's ins, when the communicator is removed away from ins, communication is lost. Caller reports ins battery is below 40%. Using the fa controller with battery pack, caller reports he has disable / re-enable x3 and continues to not communicate with ins. Using the brand-new controller, recharger and battery pack, placing the recharger at 11 o'clock on the ins and pressing against the skin, caller reports he is seeing no device found, screen# 16, pressing recharge goes to passive recharge and is seeing 94/95. Caller reports he has gone through 4 cycles of checking r recharge quality, exiting the screen and is seeing the normal therapy screen. Stimulation off, controller 80%, ins 70%.caller unplug the recharger, about to adjust his stimulation, turn therapy on, appears distance telemetry worked. Went back to lock and unlock the screen, back to no device found screen. Plugged the recharger back in, no device found screen seen and back to passive recharge 95/96. Caller was able to go back to the therapy screen, unplug the recharging cord and into tech mode. In tech mode: no message seen on the about screen. The caller reports that the patient is scheduled for a replacement on 3/24 with a neurosurgeon. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device was replaced on (B)(6) 2022. The issue was resolved.

Manufacturer narrative:
Product analysis #704879976:analysis information -- 2022-07-28 13:53:26 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned ins, model# 97715 serial# (B)(6), was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis of the implantable neurostimulator (ins) identified that the telemetry antenna coil was electrically open. The returned ins had no telemetry when received. The device was x-rayed per engineering request and found that the antenna wire was open within the header of the device. There were burn marks on the shield/can and the shield/can was dented and scratched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.